Event description:
It was reported that sometime post a port placement in the right side of the chest wall under the clavicle of two transverse fingers on the lateral side of the midline via the internal jugular vein, the catheter was allegedly found to be broken under x-ray examination. It was further reported that the broken catheter allegedly broke completely two centimeters from the puncture site, close to the right costoclavicular joint. Furthermore, the broken part of the catheter allegedly fell into the patient's atrium. Moreover, the patient was allegedly unable to withdraw blood during maintenance, which was found under x-ray examination. Reportedly, the broken catheter was grasped and removed through a pig-tail catheter by vascular surgery, and the rest of the port was removed normally. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port and a catheter in two segments was returned for evaluation and two photos and three image was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the catheter returned and on the distal end of the catheter. Catheter wear was noted throughout the catheter. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven and the surface was noted to be granular. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, migration and suction issues. However the investigation is inconclusive for the reported retraction difficulty issue as the exact circumstance at the time of the event reported was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately sometime post a port placement in the right side of the chest wall under the clavicle of two transverse fingers on the lateral side of the midline via the internal jugular vein, the catheter was allegedly found to be broken under x-ray examination. It was further reported that the broken catheter allegedly broke completely two centimeters from the puncture site, close to the right costoclavicular joint. Furthermore, the broken part of the catheter allegedly fell into the patient's atrium. Moreover, the patient was allegedly unable to withdraw blood during maintenance, which was found under x-ray examination. Reportedly, the broken catheter was grasped and removed through a pig-tail catheter by vascular surgery, and the rest of the port was removed normally. The current status of the patient is unknown.